Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the most probably cause for the reported event is the following: the following causes can be inferred from the survey results. Since it was found that there was an abnormality in one of the scopes, it is inferred that there was no abnormality in the instrument and that it was caused by the scope with the abnormality.

Manufacturer narrative:
Device has not been returned for evaluation. The customer¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. Tech support provided troubleshooting over the phone and found the device was functioning properly.

Event description:
The customer reported to olympus that the device was receiving b30 error. There was no patient injury reported.